Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The adapt tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with the case cracked behind the pump near the battery compartment and broken battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that they changed the battery and there was a big crack down battery side all the way to the bottom. There was no damage to the reservoir lip ring. The customer declined troubleshooting for high blood glucose level, bent cannula and low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.